Event description:
It was reported that the display screen of the programmer was freezing while interrogating an implantable cardioverter defibrillator. The programmer was returned for service. Follow up is being conducted to determine patient impact.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device functioned correctly and passed functional testing. The ECG (electrocardiogram) connector is loose on a printed circuit board assembly.